Event description:
On (B)(6) 2021, rayner intraocular lenses limited received notification from a us healthcare professional of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided stated that a significant ac reaction had been observed. Later that same day, rayner were informed that contact had been premature and that investigation was not required at that time. On (B)(6) 2021, rayner were again contacted and asked to re-instigate investigation. The verbatim report received states that the patient has presented with an anterior chamber fibrinous reaction. At this time the event was re-assessed and determined to be FDA reportable.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states that the patient has presented with an anterior chamber fibrinous reaction post-operatively. The product was not available for return. The rayone aspheric rao600c remains implanted. In response to enquiries by rayner the healthcare professional provided the following additional information: "...I am not convinced that the iol has had anything to do with the post-operative findings I've seen and, in my view, it is entirely possible that this has occurred coincidentally when I've used the rayone and not with other iols I've used on the same day. This seems as though it might be the case when consideration is given to the fact that I've now placed 20-25 rayone iols and have had no issues with the iol used in other eyes. Each case has occurred on a separate operating day. The patients in whom I've used the iol have had a wide range of other systemic issues from no medical problems at all to diabetics, cardiovascular disease, etc but to date, nothing that is consistent among the 3 patients who have this reaction and nothing, such as an autoimmune disease that might predispose them to having a significant post-operative inflammatory response (I am still combing through charts). None of them have had a history of pre-operative intraocular inflammation (eg : iritis). Subjectively none of the patients have had pain and while one of them had an initial ucdva of about 20/200, the other 2 have had initial acuities in the 20/50 - 20/60 range. The first 2 have recovered fully with ucdva of 20/20 or better. None have complained of photophobia. Clinical findings have been limited to predominately heavy anterior chamber fibrinous reactions (none have had hypopyon). While some have had some corneal edema, it has been no more than I would have expected in a normal post-operative patient for me (I flip at least 95% of my cataracts to dissemble them). Iops have been normal. The initial 2 patients responded well to intensive topical steroid therapy". Every rayner lens batch is subject to endotoxin and bioburden testing prior to being approved for release and it is therefore very unlikely that the reaction seen by the healthcare facility is related to the lens. Our endotoxin results are derived from bs en iso 11979-08 (2017) ophthalmic implants - intraocular lenses part 8 fundamental requirements. We have set our own bioburden limits internally as there is no standard that prescribes acceptable limits. From the information/evidence available it has not been possible to establish the cause of the fibrinous reaction; however, it is possible to exclude a device-related cause.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report states that the patient has presented with a tass-like ac reaction post-operatively. This is a rare event for which our lifetime rate is (B)(4)% (since global product launch of rao600c in (B)(6) 2016). Every rayner lens batch is subject to endotoxin and bioburden testing prior to being approved for release and it is therefore very unlikely that the reaction seen by the healthcare facility is related to the lens. Our endotoxin results are derived from bs en iso 11979-08 (2017) ophthalmic implants - intraocular lenses part 8 fundamental requirements. We have set our own bioburden limits internally as there is no standard that prescribes acceptable limits. The aetiology of tass may be multi-factorial with numerous potential causes. Bacterial endotoxins or particulate contamination of balanced salt solutions. Intraocular irrigating solutions with abnormal ph, osmolarity or ionic composition. Denatured ophthalmic viscosurgical devices (ovd). Intraocular medications (antibiotics in the irrigation solutions or intracameral antibiotics). Topical ointments. Inadequate sterilization of surgical instruments and tubing. Inadequate flushing of instruments between cases resulting in build-up of ophthalmic. Viscosurgical devices (ovd). Preservative. Metallic precipitate. The follow-up information received to date identified that the healthcare facility employs some kind of warming procedure prior to implantation the lens. While there are storage temperature specifications specified in the IFU, the IFU makes no recommendation to warm the lens prior to implantation. The warming procedure may be a contributory factor to the onset of tass-like ac reaction. Rayner has contacted the healthcare facility for additional information to facilitate further investigation of the event.

Event description:
On 5th january 2021, rayner intraocular lenses limited received notification from a us healthcare professional of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided stated that a significant ac reaction had been observed. Later that same day, rayner were informed that contact had been premature and that investigation was not required at that time. On (B)(6) 2021, rayner were again contacted and asked to re-instigate investigation. The reaction in the eye was described by the reporter as "tass like". At this time the event was re-assessed and determined to be FDA reportable.